Event description:
Customer reported that: "intermittent blank white screen upon power-up. When machine does power-up correctly, it goes into "memory error (4) and coummunication error (5) (6)" after "new pt" is pressed."